Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the brake bearings, stiffener plate, brake casters and adjusted the casters to repair the bed.